Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of improper insertion depth of the lead terminal into the device header. The observed damage is not deemed to indicate product defect or malfunction - but likely occurred during normal use of the product.

Event description:
It was reported that this right atrial (ra) lead had fracture. In addition, the lead exhibited high impedance, high thresholds, noise, visualized on fluoroscopy and inspection. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had fracture. In addition, the lead exhibited high impedance, high thresholds, noise, visualized on fluoroscopy and inspection. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.